Event description:
Customer reported having high blood glucose. The customer's blood glucose was 518 mg/dl. She stated she had treated her blood glucose with a syringe. She also reported symptoms of high blood glucose such as feeling fatigued, dizzy, and dry mouthed. Troubleshooting found insulin was able to exit from the tubing during a manual prime. The customer also reported there was no leaks on the insulin pump. The customer's bolus history was also correct. The customer was advised to change out her entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).